Event description:
As reported via the medical literature, a female underwent right upper extremity grafting for hemodialysis from the brachial artery to the axillary vein using a standard wall 4 to 7 mm tapered polytetrafluoroethylene (ptfe) (w.l. Gore & associates, inc, flagstaff, ariz) graft. She developed a graft seroma and was managed successfully with open drainage and placement of a no 7 jackson pratt drain. Transudation of fluid was seen emanating from the arterial end of the ptfe graft. Six weeks following removal of the drain, the seroma recurred. An 8 mm x 50 mm wallgraft (boston scientific, natick, mass) was deployed in the arterial portion of the graft resulting in complete resolution of the seroma.

Manufacturer narrative:
Nicholas j. Gargiulo nj iii, veith fj, scher la, md, lipsitz ec, suggs wd, benros rm. Experience with covered stents for the mgmt of hemodialysis polytetrafluoroethylene graft seromas. J vasc surg 2008;48:216-7.